Manufacturer narrative:
The event occurred in (B)(6) 2017. The device was not received or identified for evaluation. Based on all current available information, there was no indication of any malfunction of the spectrum infusion pump. There was no indication that the device would not function as intended. The cause of the reported problem (uac clotting off) was determined to be directly related to a likely use error by the end user not being aware of the spectrum infusion pump procedural warnings found in the spectrum infusion pump operator¿s manual: low flow rate accuracy/continuity: at flow rates of 2 ml/hr or below, flow rate accuracy is ± 0.1 ml/hr. If higher accuracy is required, consider an alternate infusion device. At low flow rates the time for detection will be increased due to the continuity of flow and the amount of time needed to build up the needed pressure within the tubing to trigger the downstream occlusion alarm. It has been determined that due to this use error it lead to the clotting (thrombosis) of the uac which resulted in removal of the catheter and required medical intervention in the form of insertion of a peripheral IV to continue with prescribed therapy. Additionally there was an interruption in nutritional and hydrating therapy to a neonate of an undetermined amount of time which has likely caused or contributed to this event. The customer has since been informed of the warnings and limitations of the spectrum pump by baxter clinical and sales representation during a field visit on 3/29/2017. They made the decision that all fluids that are running 1 ml/hr or less will be infused via a syringe pump. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was infusing 0.45% normal saline with heparin at 0.5 ml/hr through an umbilical arterial catheter (uac) of which the end of the line clotted. This event occurred in the neonatal intensive care unit. The uac needed to be removed and the patient received a peripheral intravenous (IV) line to continue with ordered therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.